Event description:
The customer contact reported the device intermittently did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical engineering department with a note that stated "patient says sometimes button didn't work". No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2013. The patient pendant is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.